Manufacturer narrative:
Device unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. Device passed the displacement test. Device returned with missing end cap sticker and cracked upper corner of display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had been having low blood glucose at night. Customer's blood glucose was 15 mg/dl. Customer's blood glucose at time of call was 140 mg/dl. Customer reported the settings were incorrect and inconsistent. Customer had been hospitalized for low blood glucose. During troubleshooting, found no delivery alarms and displayable history alarms. Device was missing dome label. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.